Event description:
Boston scientific received information that during a follow up visit, interrogation of this device could not be performed and an error code was revealed. Further clarification indicated there were no problems of interrogation, the screen was red and the message was noted in the image. Difficulty was encountered accessing the programming parameters. In addition, high out of range impedance measurements were noted. It is unknown whether this lead is a boston scientific product. An internal technical service consultant was contacted. Engineering reviewed the data and provided feedback that the printout noted indicated this device is in safety mode and suggested programming during the intended replacement procedure. It was recommended the device be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon removal and return of product, analysis will be performed and this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced. The patient with this device had undergone treatment for lung cancer and the physician felt this may have contributed to the reported clinical allegation. Lead measurements were normal; no increased impedance measurements were noted. The patient with this device is not pacemaker dependent.